Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, when removing the hypotube/balloon of a 6/7f mynxgrip vascular closure device (vcd) through the advancer tube, part of the plug about 20% was stuck to the advancer tube distal tip. The other part of the plug was deployed successfully. The sealant was deployed to the proper location and then dislodged. Manual compression was held to the femoral artery and there were no issues for the patient. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The balloon was fully deflated after shuttling down. There was potentially over tamping. The deployer did shuttle down completely. The sealant was not wedged between balloon and advancer tube. The advancer tuber was held in place while removing the balloon from the access site. A 6f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was presence of calcium in the vicinity of the puncture site. There was a normal vessel depth. The procedure used an antegrade approach. The deployer is in training. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2226308 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ and ¿sealant stuck to device components¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing the hypotube/balloon of a 6/7f mynxgrip vascular closure device (vcd) through the advancer tube, part of the plug came out with the device. The other part of the plug was deployed successfully. Manual compression was held to the femoral artery and there were no issues for the patient. There was no reported patient injury. The device will be returned for evaluation.